Manufacturer narrative:
The puncture needle w/irrig 32cm (600490) was not returned to the manufacturer after three good faith effort (gfe) attempts to retrieve the product; therefore, an evaluation of the device could not be performed. The provided sales order number shows a sale date of may 2022. Damage may be the result of wear over two years of use. However, a definitive root cause cannot be determined.

Event description:
A facility reported that during a laparoscopic procedure, the tip of the laparoscopic aspiration needle/puncture needle w/irrig 32cm (600490) broke off. It was subsequently reported that "the needle broke off while inside the patient, then needed to be retrieved and then removed laparoscopically by the surgeon." All broken parts were recovered. It was reported that there was no delay in the procedure. No patient injury was reported.